Event description:
It was reported that this pacemaker exhibited right atrial undersensing. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported.